Manufacturer narrative:
(B)(4). Medical product: catalog #: unknown, glenosphere, lot # unknown. Catalog #: unknown, taper adapter, lot # unknown. Catalog #: unknown, bearing, lot # unknown. Catalog #: unknown, humeral tray, lot # unknown . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left reverse shoulder arthroplasty on an unknown date. Subsequently, patient experienced pain and loosening of the humeral stem and was revised approximately 3 weeks ago. In addition to the stem being removed, the glenosphere, taper adapter, humeral tray and bearing were removed and replaced. No further event information available at the time of this report.